Manufacturer narrative:
The insulin pump had no vibration alarm due to a broken vibrator wire. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call vibrate anomaly on their insulin pump. Troubleshooting for the vibrate anomaly was performed. The vibrate anomaly occurred during normal use. The battery was replaced, however, the vibrate anomaly persists. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.